Event description:
Complainant alleged that the medics were attempting to resuscitate a pt (age and gender unknown) and during analysis of the pt the device displayed an "analysis halted" message and would not complete the analysis. The pt subsequently expired.